Manufacturer narrative:
(B)(6). Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported the patient experienced inadequate pain relief. The physician assessed the lead had migrated resulting in reduced pain relief. Although there was no reported trauma thought to be a contributing factor in the migration of the lead, the physician noted the patient does have a physically demanding job. The patient underwent a procedure where the lead was repositioned and did well postoperatively.